Manufacturer narrative:
A sample has not been rec'd for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that at time of fluid/air switch, there was no air "insufflations" during a vitrectomy procedure. Air pressure was increased but no improvement. The infusion line was clamped and tested but there was no air coming out. The tubes were checked but no pinch was found. The cassette was exchanged and the sys was reprimed. After a 20 minute delay, the procedure was completed with no harm to the pt.